Manufacturer narrative:
Technical services provided the safety data sheet to the customer. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 ag self test on (B)(6) 2025. Per the consumer, a drop splashed into their eye when they opened the vial. They washed their eyes with a copius amount of water and stated that no injury occurred. No additional information was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 ag self test on (B)(6) 2025. Per the consumer, a drop splashed into their eye when they opened the vial. They washed their eyes with a copius amount of water and stated that no injury occurred. No additional information was provided.